Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction, as none of the devices attempted to use reached the pt or were inserted into pts. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Please note: there are three (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. The lot number was not provided. Therefore we are unable to determine the specific mfg site. Reported to FDA on july 28, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the first incident occurred whilst the bowel management system was insitu and the irrigation/inflation port tubes from came away from the main system, another set was prepared and the same problem occurred again; however, this time it had not been inserted.